Event description:
It was reported that a patient underwent an obturator sling procedure in 2006. The patient experienced mesh exposed in the urethra and intractable detrusor overactivity. Removal of the mesh is planned. No further information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.